Manufacturer narrative:
The report was created to capture the post procedure complications and necessary intervention required as reported from the article: chalouhi et al. Comparison of flow diversion and coiling in large unruptured intracranial saccular aneurysm. Stroke. 2013; 44:2150-2154. The devices will not be returned for evaluation as they were implanted in the patients. The lot history record review was not possible since the lot numbers were not reported. (B)(4).

Event description:
Information received from the article: chalouhi et al. Comparison of flow diversion and coiling in large unruptured intracranial saccular aneurysm. Stroke. 2013; 44:2150-2154. Medtronic (covidien) received information regarding manufactured products and adverse events. 54 patients were treated with pipelines and 175 patients were treated with coiling between 2011 and 2012. The pipeline procedures were successful in 40 patients. Three patients required balloon angioplasty (an option presented in the instructions for use) for the pipeline to achieve full wall apposition. There were procedure related complications that occurred for three patients in the pipeline group. One patient had an ischemic event, one patient had a contralateral distal hemorrhage, and one ipsilateral distal hemorrhage. The patient with the ipsilateral distal hemorrhage expired. One patient required necessary retreatment. The information was received from the same article as MDR# 2029214-2015-00187 and 2029214-2015-00188.